Event description:
(B)(4). Weight gain, and bloating no matter what I do/try I can not get it to stop.

Event description:
Severe migraines, cyst on ovaries, sharp painful lower abdominal pain, lower back pain, dizziness, pain during intercourse, sharp numbing pain in right leg, mood swings, real heavy irregular periods, none of which I have had before essure. (B)(4). Update on (B)(6) 2014: weight gain, and bloating no matter what I do/try I can not get it to stop.